Manufacturer narrative:
Device is a combination product. Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that vessel dissection occurred. Vascular access was obtained via the femoral artery. The 80% stenosed, 30mmx3.5mm, concentric, de novo target lesion was located in the non tortuous and mildly calcified right coronary artery. After a non bsc guidewire crossed the lesion, pre-dilation was performed with a 2.5x12mm maverick balloon catheter. A 3.50x32mm promus element¿ plus drug eluting stent (des) was deployed to treat the lesion. Post stenting, a grade b vessel dissection was observed at the distal site of the stent. A 2.75x16mm promus element plus des was deployed to cover the dissection and the procedure was completed. No further complications were reported and the patient's status was stable and is responding well to the medicines.